Manufacturer narrative:
Lead: model 3778-45, serial: (B)(4), implanted: (B)(6) 2008, explanted: unk. Lead: model 3778-45, serial: (B)(4), implanted: (B)(6) 2008, explanted: unk. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2008, explanted: unk. Extension: model 3708140, serial: (B)(4), implanted: (B)(6) 2008, explanted: unk. Programmer: 37743, serial (B)(4). Recharger: model 37752, serial: (B)(4). (B)(4).

Manufacturer narrative:
Analysis of the internal neurostimulator model # 37713, serial # (B)(4) found no anomalies. Analysis of both extensions with model number 3708140, serial numbers (B)(4), found the extension bodies cut through and products segmented. No significant anomalies. Analysis of both leads with model number 3778-45, serial numbers (B)(4), found the lead bodies cut through and products segmented. No significant anomalies. Analysis of the anchors found no anomalies.

Event description:
It was reported that an explant was done because, the patient needed an MRI due to chronic back pain. The product was not replaced. The patient outcome was not provided. Additional information was requested.